Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a prox type I endoleak originating from the aortic extender component. On (B)(6) 2011, a reintervention was attempted to treat the prox type I endoleak. The physician ballooned the device and it was realized that there was not a type I endoleak but instead a type ii endoleak, the endoleak was not treated during the procedure and the physician has chosen to take a wait and watch approach. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. (B)(4).